Event description:
Customer's wife reported the customer had symptoms of hypoglycemia with an aviva system result of 104 mg/dl at 12:45pm on (B)(6) 2012. He then went outside and passed out. They called the paramedics and they arrived about 12:50-12:55pm. Paramedics took his reading at an undetermined time; result was about 50 mg/dl. They took him to the hospital where he was admitted and treated for hypoglycemia. Wife did not believe that the emts administered any treatment to customer. His blood glucose was tested at an undetermined time following treatment at the hospital and it was close to 200 mg/dl. Hospital set customer up on a humalog drip as treatment. Customer was released from the hospital on (B)(6) 2012 at about 4:30pm. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.